Event description:
It was reported that a malfunction occurred on the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the process, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged and understood.